Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was sleeping on batteries and woke up and saw that the pump was off. The patient replaced batteries and the pump restarted. Patient stated no alarms heard. The patient¿s system controller was changed out and was returned for further evaluation. Log file submitted revealed that the patient depleted all power sources including the ebb (backup battery) on (B)(6) 2021 causing the pump and controller to shut off. After an unknown amount of time the controller appeared to have been reconnected to battery power which restarted the pump. The yellow wrench alarms seen where the result of the controller clock resetting due to the loss of all power event. The log also showed no mobile power unit (mpu) connection between (B)(6) 2021 which would confirm the patient was sleeping on battery power, which is not recommended. There was no patient harm associated with this event and the patient was advised to only sleep on mpu. No additional information provided. Related manufacturer report number of pump: 2916596-2021-02572.

Manufacturer narrative:
Manufactures investigation conclusion: the reported event of the system controller failing to alarm was not confirmed. The provided log file was reviewed, containing data spanning approximately 4 days ((B)(6) 2021 per time stamp). A pump stop caused by full battery depletion was observed on (B)(6) 2021 at 9:45 ¿ this pump stoppage has been addressed via the pump¿s investigation. The pump was observed to resume speeds above the low speed limit when the patient had connected to fully charged batteries. No atypical events regarding the system controller were observed. The returned system controller (serial number (B)(6) ) was functionally tested and was found to perform as intended. All audio and visual alarms were verified during testing, including the low voltage advisory, low voltage hazard, and no external power alarms. The audio annunciators of the returned system controller were measured using a decibel meter and the output of each annunciator was above specification. The root cause of the reported event was unable to be conclusively determined through this analysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.